Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, the issue was found to be a faulty membrane switch. Replacing the membrane switch was found to be the cause of the complaint. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the level 1 trauma fast flow system does not power on. There were no adverse events reported.